Event description:
It was reported that the patient (pt) has had an implanted neurostimulator (ins) since about q1 2020. The recharging procedure was now getting more unstable, the recharger needed a long time to establish connection, loses connection even on "excellent" connectivity, recharging from 30 - 100% of the ins takes about 90+ minutes and completely drains the controller battery. During the call, the pt also mentioned several "software errors" and "replace / recharge battery" warnings but could not remember the details. The ins was implanted in the abdomen, and the pt has neither lost nor gained weight. They went to the hospital last week and according to the healthcare provider, the ins was fine and its most likely a defective controller / recharger. Due to the diffuse errors, both devices will be replaced. Pt was advised to contact the manufacturer again if this does not resolve the issue. No patient harm reported. Additional information was received from the patient stating that they cannot recharge their implantable neurostimulator (ins). The handheld device does not find the implant. The manufacturer representative (rep) tried to go into forced charging with the patient over the phone but could not get any further with them by the phone. 3 weeks ago, both the controller and recharging kit were renewed. No error messages on display were shown. The patient started using all new parts. The controller seems fine. No further event information was known.

Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the issue was resolved. There remained no complications reported or anticipated.